Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28 lot# va1f8xu, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an electrical shocking sensation with their previous ins and the healthcare provider had determined the lead broke and that was causing the issue. The patient stated they ultimately needed to get their device replaced for that reason. The patient noted the issue occurred about 2 months before the replacement surgery. No further complications were reported.